Event description:
A malfunction alarm with a code of malf 9 was reported, and prior to the incident, there were no notable events. The reported blood glucose level was within normal range and did not exceed 500 mg/dl. Technical support assisted the customer by providing information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.